Event description:
During a preventive maintenance, the co rep observed that after running the unit for approx. 40 minutes on battery power, the circuit breaker tripped on the invertor. The unit then failed to run on battery power.